Event description:
The following was reported to hamilton medical ag: ventilator unable to switch on and getting continually alarm. Unable to take log files because unable to switch on in service mode also. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).